Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer independently reset the pump earlier in the morning without it being reported within the last 24 hours.